Event description:
It was reported that the system lost images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and reloaded software. The system operates as intended.